Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
A gore introducer sheath with silicone pinch valve was forcefully removed from a pt's left external iliac artery, causing the artery to rupture. An aortic occlusion balloon was placed in the left common iliac artery via the pt's right-sided groin and inflated to tamponade the artery and regain homeostasis. A dacron graft was sewn inside the left common iliac artery. Three fluency covered grafts were then placed extraluminally to seal off the ruptured artery. Finally, the dacron graft was sewn into the left external iliac artery. The pt was reported to be in stable condition.